Event description:
It was reported the procedure was being performed in the PICC room. During insertion the sheath split between the sheath wings and the dilator. As a result, another kit was used successfully. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.